Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: the previous report should not have been reported a medical device report after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient controller displayed replace generator message. Patient lost effective therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.